Event description:
It was reported that one year and eight months post the port placement, when the port system was removed after the completion of the chemotherapy, a crack was allegedly found at approximately fourteen centimeters from the tip of the removed catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and eight months post the port placement, when the port system was removed after the completion of the chemotherapy, a crack was allegedly found at approximately fourteen centimeters from the tip of the removed catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port to a groshong catheter was returned for evaluation. In addition to the returned sample analysis, two electronic images were provided for review. The port positioning appears normal on the chest wall with the catheter ascending to the internal jugular vein insertion and then descending into the superior vena cava. The port is in the correct place with insertion site at the internal jugular vein. Functional, gross visual, tactile, microscopic visual evaluations were performed. A split was noted approximately 9.7cm from the distal end of the cath-lock. Upon infusion of the port body, a leak from the split on the catheter was observed while thrombus exited the distal end. Aspiration of water into the syringe was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2023), g3, h6 (method). H11: h6 (result, conclusion) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.